Event description:
The initial reporter stated that they received questionably high crej2 assay results for two patient samples tested on the cobas 8000 cobas c 701 module. Patient sample 1 the initial result was 6.45 mg/dl. The repeat result was 0.18 mg/dl. Patient sample 2 the initial result was 24.59 mg/dl. The repeat result was 1.01 mg/dl.

Manufacturer narrative:
The creatinine plus ver.2 reagent lot number is 941539. The expiration date was not provided. The investigation excluded reagent issues, as no further cases were reported, and correct reruns were performed with the same reagent. The field service engineer inspected the module and found a leak in the cell rinse tube for the concentrated waste. He replaced this part and confirmed the assay and module were again performing according to specifications. The investigation determined that a component malfunction caused the event. The investigation determined that the service actions resolved the issue.